Event description:
Received abstract published in "obes surg (2012) 22:1315-1419" through forwarded productwatch from allergan glis department. Abstract: an interesting case of laparoscopic sleeve gastrectomy in a complicated post gastric. Joshi, milind (reprint); bhandari, mohit; bhandari, shilpa; kela, manoj; mishra, arun. Obesity surgery, (sep 2012) vol. 22, no.9, p. 1372. No additional information is available at this time. It is not clear if the devices associated with the abstract are allergan devices. The device are not available to allergan for product analysis.

Manufacturer narrative:
Taper unk. (B)(4). No contact information si available to allergan, at this time, to ask the reporter for the return of the product for analysis, to indicate the product serial number, the date of the event, and the implant and explant dates. Allergan will continue attempts to obtain this information. At this time, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was provide din the abstract. Visual examination may determine the connector type associated with this report. Allergan has not received the product. Therefore no analysis or testing has been done. Erosion is a surgical and physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the manufacturer of the lap-band adjustable gastric banding system has deigned, tested and manufactured it to be reasonably fit for its intended use. However, the lap-band system is not a lifetime product and it may break or fail, in whole or in part, at any time after implantation and not with standing the absence of any defect. Causes of partial or complete failure include, without limitation, expected or unexpected bodily reactions to the presence and position of the implanted device, rare or atypical medical complications, component failure and normal wear and tear. In addition, the lap-band system may be easily damaged by improper handling or use. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."